Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the candlesticks. The system operates as intended.

Event description:
The customer reported the system made an arcing sound and locked up. No pt injury was reported.